Event description:
The tps micro driver was sent in for eval because it was running in safe mode. There was no pt involvement, no adverse event was reported. No further info was provided.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.